Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Customer' (bg) level was in the 400's mg/dl to "high", although specific level was not provided. Bg was addressed via a correction bolus, manual insulin injections, and a supply change. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.